Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and the tandem-provided wall power adapter which resulted in a pump shutdown. A new charging cable and wall power adaptor were sent to the customer and reportedly, the customer was able to successfully charge the pump using the replacement charging supplies. There was no reported adverse impact to the customers blood glucose level.